Manufacturer narrative:
(B)(4). (B)(6). The device history record has been reviewed and no discrepancies were found. With the available information, the exact root cause of the event could not be determined. However, a corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The rupture on the inner bag has been reported. The cement powder is lost. The item was used still, and thus no item to return.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Corrective action has been initiated for the reported issue. The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Investigation results concluded that the reported event was likely due to product design. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been report that the inner bag has been broken. The cement powder is lost. The item was still used and thus no item to return.